Manufacturer narrative:
Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The reported complaint was confirmed. Unit was received with the lock having rotational and lateral movement and a residue buildup was present, requiring cleaning and replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00470. A facility reported an unspecified issue on the locking mechanism of the mayfield modified skull clamp (a1059). It is unknown if there was patient involvement; however, no patient injury was reported or surgical delay has been reported.